Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient bumped into a corner of a table which caused the ipg incision site to open, exposing the ipg. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted.

Manufacturer narrative:
All the information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.